Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units battery is failing.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pm, the cs300 intra-aortic balloon pump (iabp) units battery is failing. No patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country) g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h10, h11 corrected fields: b5, b6, b7, d5, e1 (initial reporter, event site email), e2, e3, g2, h6 (health effect ¿ clinical code, health effect ¿ impact codes) it was reported that during repair service, the cs300 intra-aortic balloon pump (iabp) had an issue with the battery runtime. The getinge field service engineer reproduced an issue and replaced the batteries (d146-00-0039 battery, sealed lead acid,12v) and completed a full system test under so#(B)(4). The unit was returned to the customer and released for clinical use. No patient harm, serious injury, or adverse event was reported.